Event description:
It was reported that the pt pulled on the trapeze and it broke. Add'l clinical f/u with the customer indicated that the ring was the only part that had broken. The pt received a scratch on the head as a result of the event. There was no add'l medical treatment provided because the scratch was minor.

Manufacturer narrative:
The device was returned to the MFR for eval. Upon initial investigation, the product seemed worn and heavily used. A detailed analysis and failure mode cannot be determined. These traction products are in the field for a long time and can deteriorate due to age and misuse causing the weakening of the strength of the product. Due to the fact that the lot number is not provided. A limited analysis can be performed. Unable to determine cause.